Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result generated by the synchron® lx®I 725 clinical system. A patient sample when tested gave an accutni result of 1.29ng/ml and repeat results of 0.02 and 0.01ng/ml. The erroneous result was reported outside of the laboratory. There was no affect to patient or user with regard to this event.

Manufacturer narrative:
Customer troubleshot the system and noted closed tube accessing system (cta) syringe issues and replaced the syringe plungers. A field service engineer (fse) was on-site and ran a cta carryover test which failed. Fse replaced the aliquot probe and reseated the probe motor connection. The system is functioning appropriately at this time. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.